Event description:
The customer reported falsely depressed sodium, chloride, carbon dioxide and calcium on the architect c4000 analyzer for multiple patients. The following results were provided (reference ranges, sodium, 136 ¿ 145 mmol/l; chloride, 98 ¿ 107 mmol/l; co2, 23 ¿ 29 mmol/l: calcium, 8.5 ¿ 10.5 mg/dl;). Patient 1:initial sodium= 93 mmol/l, repeat result (reference lab)= 161 mmol/l; initial chloride result= 72 mmol/l, repeat result (reference lab)= 121 mmol/l; initial co2 result= 16 mmol/l, repeat result (reference lab)= 31 mmol/l; initial calcium result= 5.3 mg/dl, repeat result (reference lab)= 11.5 mg/dl. Patient 2: initial sodium result= 89 mmol/l, repeat result (reference lab)= 140 mmol/l; initial chloride result= 70 mmol/l, repeat result (reference lab)= 108 mmol/l; initial co2 result= 14 mmol/l, repeat result (reference lab)= 25 mmol/l; initial calcium result= 5.6 mg/dl, repeat result (reference lab)= 10.2 mg/dl. Patient 3: initial sodium result= 99 mmol/l, repeat result (reference lab)= 141 mmol/l; initial co2 result= 14 mmol/l, repeat result (reference lab)= 23 mmol/l; initial calcium result= 5.3 mg/dl, repeat result (reference lab)= 8.8 mg/dl. Patient 4: initial sodium result= 90 mmol/l, repeat result (reference lab)= 144 mmol/l; initial chloride result= 70 mmol/l, repeat result (reference lab)= 110 mmol/l; initial co2 result= 15 mmol/l, repeat result (reference lab)= 28 mmol/l; initial calcium result= 5.2 mg/dl, repeat result (reference lab)= 9.6 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched and upon arrival found the customer was having water system issues. The water system was repaired, and the result issue remained. The fsr recommended the customer flush waterlines and replace the sample probe and c4/c8 reagent probe rohs, which resolved the issue and issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the sample probe and c4/c8 reagent probe rohs did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 for serial (B)(6), sample probe or c4/c8 reagent probe rohs was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely depressed sodium, chloride, carbon dioxide and calcium on the architect c4000 analyzer for multiple patients. The following results were provided (reference ranges, sodium, 136 ¿ 145 mmol/l; chloride, 98 ¿ 107 mmol/l; co2, 23 ¿ 29 mmol/l: calcium, 8.5 ¿ 10.5 mg/dl;): patient 1:initial sodium= 93 mmol/l, repeat result (reference lab)= 161 mmol/l; initial chloride result= 72 mmol/l, repeat result (reference lab)= 121 mmol/l; initial co2 result= 16 mmol/l, repeat result (reference lab)= 31 mmol/l; initial calcium result= 5.3 mg/dl, repeat result (reference lab)= 11.5 mg/dl. Patient 2: initial sodium result= 89 mmol/l, repeat result (reference lab)= 140 mmol/l; initial chloride result= 70 mmol/l, repeat result (reference lab)= 108 mmol/l; initial co2 result= 14 mmol/l, repeat result (reference lab)= 25 mmol/l; initial calcium result= 5.6 mg/dl, repeat result (reference lab)= 10.2 mg/dl. Patient 3: initial sodium result= 99 mmol/l, repeat result (reference lab)= 141 mmol/l; initial co2 result= 14 mmol/l, repeat result (reference lab)= 23 mmol/l; initial calcium result= 5.3 mg/dl, repeat result (reference lab)= 8.8 mg/dl. Patient 4: initial sodium result= 90 mmol/l, repeat result (reference lab)= 144 mmol/l; initial chloride result= 70 mmol/l, repeat result (reference lab)= 110 mmol/l; initial co2 result= 15 mmol/l, repeat result (reference lab)= 28 mmol/l; initial calcium result= 5.2 mg/dl, repeat result (reference lab)= 9.6 mg/dl . There was no impact to patient management reported.